Event description:
Country of complaint: (B)(6). Rod broke inside pt. Pt was originally operated on in 2007 where a 10 screw construct was placed. Last year the pt complained of pain on the right side of her back hip area. The pt is extremely over weight. Large amounts of metalitis were present in the affected area. The rod was replaced, as well as 3 of the screws, the remaining screws has fused, and were unable to be removed.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: involved components: sw784t; s4 polyaxial screw. Sw786t; s4 polyaxial screw. Sw794t; s4 polyaxial screw. 4x sw790t; s4 set screw. The rod and the other involved components were inspected microscopically. The breakage surface of the rod shows arrest lines which are an indication for a fatigue fracture. The percentage of the final forced fracture amounts to 20%. The received set screws and polyaxial screws are not assigned to the implantation position. Therefore, it is impossible to evaluate a possible influence of the screws on the breakage of the rod. Failure hypothesis: according to the x-rays we assume that the lack of ventral support generated a high load situation to the whole s4 construct, together with missing bone in-growth, this could be the cause of the failure.